Event description:
An end user stated that a patient was "dropped" on this stretcher. No additional information was provided including the mode of operation of the stretcher and if there were any associated injuries or adverse health consequences. The alleged event was not reported to manufacturer at the time of the incident. The date of the event is unknown and the end user has not requested evaluation or repair of the subject stretcher.